Manufacturer narrative:
Reporting address state: (B)(6). Reporting institution phone number - (B)(6). Reporter phone number - (B)(6).

Event description:
The customer reported that a ventilator had an intermittent touchscreen calibration issue, and the backlight is dim during preventative maintenance. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. The device was evaluated by the customer and a philips remote service engineer. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The device was evaluated by the customer and a philips field service engineer (fse). The fse confirmed the reported issue and reported that the liquid-crystal display (lcd). Additionally, the fse reported that the ventilator failed the flow accuracy test and has physical damage to various components of the device housing which requires replacement. These structures are the top cover, bezel end cap, and right-side panel. The fse has reported that the display backlight was dim, resulting in poor visibility, even at highest brightness setting. In addition, it was confirmed device is overdue for preventative maintenance. The device was tested with a good lcd screen and the brightness issue was resolved. The repairs are, however, currently pending and awaiting replacement parts.

Manufacturer narrative:
The field service engineer (fse) reported that even at the highest brightness setting, the display backlight was dim, resulting in poor visibility. In addition, it was confirmed the device is overdue for preventative maintenance. The device was tested with a good lcd screen, and the brightness issue was resolved. The fse reported that the customer declined the service, and the device was returned unrepaired.